Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the occlusions. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. On (B)(6) 2026 the customer went to the emergency room (ER) with a blood glucose (bg) level of 476 mg/dl with ketones. The customer received intravenous fluids of saline and insulin, which resolved the issue without causing any injury or permanent damage. The customer was discharged from the ER on (B)(6) 2026.